Event description:
It was reported a nurse was moving a patient via a transport stretcher and the nurse fractured her toe. The patient was being transferred from ICU to the geriatric department when the nurse turned the corner and the nurse¿s foot was pressed ¿by the wheel of the stretcher¿. The nurse was reportedly transporting from the side of the stretcher. After an unspecified amount of time, the nurse was evaluated in the emergency room. A CT scan was performed which showed ¿a fracture¿ to the nurse¿s right pinky toe. Medical intervention for the reported fracture was not reported. The customer reported that there was no malfunction of the stretcher. No further information was available at the time of this report.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.